Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. This occurred twice. This is report 2 of 2. The following information was provided by the initial reporter: consumer reported found not all injections completed properly. Insulin leaked out of needle ran down stomach. Feels glucose levels increased for this issue. Advised this consumer of proper non patient end placement and to complete a flow check with all injections. Lot # 2130218. Catalog# 320555. Date of event unknown - just this box. Feels was using another manufactures pen needles before this bd box. Sample status awaiting sample for unused samples from this box.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. This occurred twice. This is report 2 of 2. The following information was provided by the initial reporter: consumer reported found not all injections completed properly. Insulin leaked out of needle ran down stomach. Feels glucose levels increased for this issue. Advised this consumer of proper non patient end placement and to complete a flow check with all injections. Lot # 2130218 catalog# 320555 date of event unknown - just this box. Feels was using another manufactures pen needles before this bd box sample status awaiting sample for unused samples from this box.